Event description:
I've been wearing contact lenses, and had been using the optifree complete solution. By july of last year, I was noticing increasing dryness of my eyes, with redness, burning, etc. By august of the same year, I was wearing my lenses and had to rip them out of my eyes, as the burning was so intense I could barely cope. I could hardly let light into my eyes, and didn't find a way to ease the pain. I saw an ophthalmologist, who told me I had very bad corneal abrasions. After many weeks and care by a corneal specialist, I now am on the cyclosporine drops 2 times a day, use gel wetting each night before sleep, and still use wetting drops as needed during the day. I believe this problem came from the optifree solution. Dates of use: 2005 - 2007. Diagnosis or reason for use: wetting solution. Event abated after use stopped or dose reduced: no.